Manufacturer narrative:
The received device had the cannula assembly deployed. The soft cannula was found damaged and leaking, although, it cannot be conclusively determined when or how this damage occurred. The download data returned an 0x67 alarm which also stopped the delivery of insulin, and timeouts were noted in the data. Significant damage was found to both the exterior and interior components of the device, including the top and bottom housing, ratchet gear, reservoir, reservoir cap, slide retract, piezo, formed needle, etc. As a result of this damage, the ratchet gear would not rotate as intended, and the plunger could not advance.

Event description:
It was reported by patient's father that the patient's blood glucose levels reached 359 mg/dl while wearing the pod between 24 and 36 hours on the leg. Ketones were also tested and results were "minimal". As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).